Event description:
Hcp reported to bfarm: "knee tep right side (B)(6) 2001 in neustadt because of varus gonarthrosis. Since the beginning of the year 2022 there is again pain in the right knee joint, since then also increasing bow-leg deformity. The patient is able to walk 200 meters without any aids under pain. Climbing stairs is laborious. Obese. Bmi 30. Knee tep left (B)(6) 2001. Radiological pe wear and loosening of tibia. Replacement surgery right knee on (B)(6) 2022."

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device catalog number is unknown; therefore, UDI is unavailable.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated the concomitant product unk knee tibial tray to unk knee tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. The photo investigation and visual examination confirmed the reported allegation. Polished-like appearance and/or burnishing was found on the bottom surface of the device, which is indicative of micromotion between the cement and the implant. Burnishing was also found on the top surface, which indicates there was movement between the tibial insert and tibial tray, however no sufficient evidence of disassociation was found. Additionally, heavy gross wear was found on one of the condyles on the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 18-may-2001. 3) any anomalies or deviations identified in DHR: there were no non-conformances . Associated with this lot. 4) expiry date: may -2011. 5) IFU reference: not available. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 18-may-2001 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: may -2011 5) IFU reference: not available .

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.